Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the lead was inserted in the right ventricle (rv) through the left subclavian vein. The lead was placed into the rv apex and provided acceptable pre-screw measurements. The lead was rotated using the rotation tool 12 times and the fluoroscopy showed that the helix was still retracted inside the lead. An additional 3 rotations were made and still the helix remained retracted. The physician then performed 15 reverse rotations using the rotation tool, to which showed no difference with the helix. The lead was repositioned to a more inferior position with the tip facing the bottom of the rv. The lead was rotated 12 times using the rotation tool and yet the helix remained retracted as noted via fluoroscopy. The lead was rotated reversely 12 times and retracted the lead out of the patient's rv. The physician noted that there was no significant amount of tissue in the lead that could account for the abnormal behavior. The physician attempted rotating the lead 10-12 times with the rotation tool after washing the tip with water on the operating table, however, the helix still remained retracted. The physician decided to use a new lead to implant successfully. No patient complications have been reported as a result of this event.